Manufacturer narrative:
This report is submitted on december 06, 2023.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The device was explanted on (B)(6) 2023 and it is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.